Event description:
Home pt (hp) contacted baxter's technical svc ctr (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was utilizing a pt extension line. Hp noted prior to connecting self to the setup, that "there was an air space in the pt line". Tsc assisted hp in ending their apd therapy early. Per hp's rn, no pt injury or medical intervention was associated with this incident.